Event description:
It was reported that a beta bionics ilet user called due to issues with the connect adapter. Patient reported as they were attempting to change out their supplies, the connector adapter would not lock into place. Agent instructed patient to take out the cartridge from the ilet and attempt to attach the connector, but they were unsuccessful. Patient was advised to use a new connector to connect to the ilet device, which was completed with no issues. Patient's blood glucose levels were not affected, and no symptoms were reported. There was no non-medical outside assistance or medical intervention required. Patient had no additional questions.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.